Event description:
An infusion pump was programmed to infuse nafcilin over 24 hours but the entire volume was actually delivered within 4 hours. The patinet missed school due to diarrhea reportedly caused by the overinfusion of medication. There was no adverse outcome and no medical intervention was required. Specific details regarding the patient information, the size of the bag and how much medication was delivered were not available from contacts at the infusion facility.